Event description:
The post operative complaint registered for this implant was "slit, hole, tear, leak, cut". Report alleges dr noticed a leak in outer lumen, but left in pt. Removed three days later and replaced with a new implant.